Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed, the bending angle in the up direction did not meet the standard value due to wear of angle wire. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the air/water cylinder and suction cylinder had no color; due to damage on channel tube, water tightness was lost; the probe cover and adhesive on the distal sheath were cracked; the universal cord was scratched; the screw stopper was replaced for preventive maintenance. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an issue with adjusting the bowden cables of the gastrointestinal videoscope after an unspecified procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to inadequate cleaning, foreign material was found in the air/water tube, the air/water cylinder, and the auxiliary jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.